Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, (B)(6) on (B)(6) 2017. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6). The device was then power cycled on six occasions within a two-hour period. The device was disassembled to investigate. The speaker cable was inspected and the positive wire at the 2-way connector point appeared to be dislodged. Upon further inspection, it was noticed that the crimp connector on the positive wire had a defect which prevented correct alignment of the pins within the connector resulting in the pin essentially pushing out the positive wire crimp the failure of the speaker did not affect the unit's ability to successfully deliver the test therapy sequence. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Speaker does not work.